Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and cerebral palsy. The patient experienced infection symptoms and the pump was explanted due to infection. The event date was reported as (B)(6) 2015. Additional information was received from a healthcare provider (hcp). Patient medical history included spinal cord injury. The pump delivered baclofen (concentration not provided) at a rate of 342mcg/day from (B)(6) 2015. The pump was placed (B)(6) 2015 and removed (B)(6) 2015 secondary to infection at the pump site (not within). Both the pump and catheter were explanted and the infection resolved.